Event description:
Per the audiologist, the patient reported a decrease in performance. The results of multiple integrity tests in 2008 indicate the device is functioning within normal limits. Explant and reimplantation is planned, but had not taken place at the time of this report may 19, 2009.